Event description:
It was reported that the customer fears the insulin pump was not alarming no delivery. Troubleshooting could not be performed, and a tubing clamp will be sent. Advised the customer to disconnect the insulin pump until the testing is completed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.